Event description:
A malfunction on the pump was reported, where the pump screen became dark and wouldn't turn on. There was no adverse impact on the customer's blood glucose level. The customer was instructed to plug the pump into a known working power source, which resolved the issue temporarily; however, the pump was set to be replaced by technical support. The customer was advised to use multiple daily injections as a backup therapy, and a replacement pump with updated software was sent to them. Instructions for storing and returning the malfunctioning pump were provided, and the customer was informed of necessary steps for using the new pump.